Event description:
As reported: "carbon target device g3 was malfunctioning for distal targeted screws. Drilling and screws went beside the nail."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "carbon target device g3 was malfunctioning for distal targeted screws. Drilling and screws went beside the nail."

Manufacturer narrative:
The reported event could not be confirmed during the investigation. The device inspection revealed the following: the identification of the returned target device could be confirmed based on the catalog # and lot # marked. No major damage impairing the device's functionality could not be confirmed. The returned target device was tested with fully functional tissue protection sleeve, drill and short nail samples. The assembly could be performed as expected, the drill was perfectly aligned with the distal holes. Therefore, the reported misdrilling could not be confirmed and the reported event was not observed. Based on investigation, the root cause was attributed to an user related issue. The target device is fully functional. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.